Event description:
During an in-clinic follow-up, post-paced t-wave oversensing and fusion were observed on the device. Technical services was contacted and provided reprogramming recommendations. No reprogramming was performed because the device reached normal elective indicator replacement (eri) and was replaced. The patient is stable.